Event description:
It was reported that a balloon ruptured during a kyphoplasty procedure. The remaining pieces of the balloon were not able to be removed by the physician and were entombed in bone cement. It was reported that there were no adverse consequences to the pt.

Manufacturer narrative:
Method other; follow up with co rep.